Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was due to faulty circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance support (tac) and reported error code e228 toward the end of procedure. Tac followed up with the customer and olympus surgical sales support in a conference call. No additional assistance was needed at that time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had error code 228 towards the end of therapeutic laparoscopic cholesystectomy. The procedure was completed using a similar device. There were no reports of patient harm.